Manufacturer narrative:
Additional information: the valve was reported to be explanted due to regurgitation and structural valve deterioration. The tear was confirmed, while the pannus noted upon explant was not seen. Leaflets 2 and 3 contained tears, with degenerative changes noted at the tear sites. Leaflet 3 was folded and retracted. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the degenerative tissue changes, tears and retracted leaflet could not be conclusively determined. Information from the field indicated that the valve had been implanted for over 6 years, and the patient had multiple comorbidities, including, diabetes, coronary artery disease and parkinson's disease. It was also reported that the valve had circumferential pannus ingrowth prior to explant. Though this was not confirmed, pannus ingrowth has the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2013 , a 19mm trifecta valve was implanted in a dual aortic valve replacement and coronary artery bypass grafting procedure. On (B)(6) 2019 the valve was explanted due to recurrent aortic regurgitation caused by structural valve deterioration, and a 19mm edwards inspiris valve was implanted. Upon explant, leaflet tears were observed on the stent post between the ncc and rcc and on the lcc adjacent to the ncc. Pannus was also observed. The patient comorbidities included: diabetes mellitus, coronary artery disease, parkinson's. The patient is reported to be recovering.

Event description:
On (B)(6) 2013, a 19mm trifecta valve was implanted in a dual aortic valve replacement and coronary artery bypass grafting procedure. On (B)(6) 2019, the valve was explanted due to recurrent aortic regurgitation caused by structural valve deterioration. Upon explant, two tears were observed. One was observed on the stent post between the ncc and rcc and the other on the lcc adjacent to the ncc. Pannus was also observed. The device was replaced with a 19mm edwards inspiris valve and the patient is recovering.